Event description:
It was reported to philips that system was not booting up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected remotely with the customer and confirmed that the system does not boot, hangs. The analysis of the system log file revealed many errors related to suite pc, indicating an issue with the suite pc operating system (os) has problem. To resolve the reported issue, the philips field service engineer (fse) reinstalled the suite pc operating system (os) with azurion 2.2.7 and applied the vpn patch. Following that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.